Event description:
Ez-io power driver failed to operate. The light would initially illuminate green for less than a second and then the device would die out. The device no longer has any light turn on and does not work. There was never a red light that illuminated on the device. Another driver was obtained. There was no patient injury or consequence.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Two ifus were referenced for this investigation. The ez-io driver IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". "When storing the vascular access pak (vap), remove the trigger guard to prevent accidental activation of the ez-io power driver". The ez-io needle IFU "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone.". A review of the device history record found that the driver passed all the release criteria. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Manufacturer will continue to monitor and trend for reports of this nature.

Event description:
Ez-io power driver failed to operate. The light would initially illuminate green for less than a second and then the device would die out. The device no longer has any light turn on and does not work. There was never a red light that illuminated on the device. Another driver was obtained. There was no patient injury or consequence.